Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an increase in voltage and a delay in the eye tracker. Additional information requested.

Manufacturer narrative:
During an onsite visit the fse (field service engineer) replaced parts and successfully completed system verification to specification. Received sample was inspected. The reported problem cannot be reproduced with the returned components. Functional inspection of the camera and illumination alone and also both at the same time shows no issues or indications for a problem. The damaged reflecting surface on the mirror of the camera mounting assembly mostly caused by user handling through the usage over long time in the field and this damaged reflecting surface has no influence on the reported problem. Root cause is unknown. Failure analysis showed the reported event cannot be reproduced. (B)(4).